Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer was instructed to perform several troubleshooting steps, including disconnecting the tubing and delivering a bolus, but the occlusion alarms recurred. Customer declined further troubleshooting, changing supplies as necessary and resuming insulin therapy.